Event description:
The event is reported as: complaint alleges: the balloon deflated approx 2 hours after insertion. No reported pt injury.

Manufacturer narrative:
No sample available for investigation.